Manufacturer narrative:
According to the customer, while they were on the stairs the crutches penetrated through the rubber stopper on the end of the crutch causing them to "lose balance and fall down five stairs". The customer reported their cast broke requiring them to see a physician. The customer reported the physician performed "x-rays", applied a new cast, and provided new crutches. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while they were on the stairs the crutches penetrated through the rubber stopper on the end of the crutch causing them to "lose balance and fall down five stairs".